Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion and infection. Reportedly, the patient had discomfort, pain and fluid discharge. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.